Event description:
It was reported to philips that the system did not turn on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the ups breaker was tripped. So, fse reset and restarted both ups and system, and found that the there was no power to table. Fse reset the power connections to the table. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.